Event description:
During a gynecological procedure, the handle mechanism that engages the blade became non-functional and would not allow the blade to retract. A second device was pulled and used to successfully complete the case.